Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was feeling nauseous and tired, which prompted her to do a fingerstick. At that moment the cgm was reading 290 mg/dl and the blood glucose reading was 377 mg/dl. The patient was seen in the hospital and was treated with intravenous unspecified fluids. There is no information on when the patient was discharged, but at the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.